Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) failure red alarm occurred. The impella remained with normal flows, purge, and waveforms. The aic was exchanged, and no further alarms were noted. No patient harm has been reported.

Manufacturer narrative:
The investigation for the console (aic) controller alarm-red alarm has been completed. Data logs were reviewed which confirmed ¿impella failure (speed deviation out-of-spec) ¿ alarm,¿ event #21. There was a communication issue between the impellatronic and the 4-in-1. Console also recorded the log ¿error checking rtlog size bad file descriptor,¿ indicating most likely compact flash (cf) card corruption or cf card was out of memory. The console was returned for evaluation. Upon functional testing, the reported failure mode could not be reproduced. Monitoring the rs-232 communication between the impellatronic board and the 4-in-1 between the ic9810 and the known good test fixture, observed dissimilarities between the tx_p2 signal from impellatronic board. Also tested the output on pin 60 (txd1_pr1) on msc1210 (u200.1) and observed dissimilarities between the console and the known good test fixture. Upon mounting the known good impellatronic board on the ic9810, the tx_p2 signal was similar on the console, and the known good test fixture. The root cause of the impella failure alarm and the communication issue between the impellatronic and the 4-in-1 was the defective impellatronic board. Added-h6 impact code 4629 corrections to the initial MFR report: b1-adverse event. B2-selected death and added date of death. B5-mso review. H1-type of reportable event changed to death. H6 impact code added 1802.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome. There is very limited information, and the death was conservatively associated with the impella device because of the limited information.